Event description:
The pt mentioned that several days ago pt noticed the decimal point on the meter and did not know the meaning of it. Since then pt experienced blurrred vision. Yesterday pt tested and received a 28.5 mmol/l and assumed the meter read 285 mg/dl. Pt had taken pt's set amount of oral medication and consumed lots of water after attempting to use the meter. Pt then contacted emergency service, since pt had been experiencing blurry vision for the past couple of days. Relative took pt to the hosp and pt's reading on the hosp meter was 513 mg/dl and the pt was treated with insulin. The physician added glyburide to the pt's diabetes regimen. The pt does not recall if pt recently went into the settings and accidently changed the unit of measurement. Based on the information provided, this case is being documented as an adverse event, since there was a delay in treatment. The pt suffered a serious injury and the meter contributed to the injury.